Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization. Block h11: the returned exalt controller was analyzed and passed all functional tests performed. With all the available information boston scientific concludes the reported event was not confirmed. The most probable cause is device problem excluded which indicates that the investigation findings clearly confirm that there was no problem with the device.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-06439 for the exalt model d scope and 3005099803-2025-06219 for the exalt d controller. It was reported that an exalt model d scope was used with an exalt d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the exalt controller shutdown and visualization was lost. The procedure was completed with a reusable scope. There was no patient complications reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-06439 for the exalt model d scope. It was reported that an exalt model d scope was used with an exalt d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the exalt controller shutdown and visualization was lost. The procedure was completed with a reusable scope. There was no patient complications reported as a result of the event.